Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement, high, hv lead impedance was observed. Lead was disconnected; cleaned and reconnected but lead impedance remained high. Programming changes were made. Patient's condition was good.